Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single lumen, 8f that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, groshong single lumen, 8f are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: three bardport MRI implantable port kits in its original packaging were returned for evaluation. Visual evaluations were performed on the returned device. Components, within the tray did not look affected. The investigation is unconfirmed for the reported restricted flow rate issue for three devices. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the m.r.I. Implantable port. During the procedure it was reported that the catheter had no flow. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the m.r.I. Implantable port, groshong single lumen, 8f that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, groshong single lumen, 8f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the m.r.I. Implantable port. During the procedure, it was reported that the catheter had no flow. There was no reported patient injury.